Manufacturer narrative:
(B)(4)

Event description:
Procedure type: abdominoplasty and panniculectomy. According to the reporter: the pt presented with wound dehiscence post-surgery date on (B)(6)2010. They were unable to determine if this was related to the test device. Applied a non-stick dressing.